Manufacturer narrative:
H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the interlink septum was observed, separated from the set. The reported condition was verified. However, due to the nature of the provided sample, no device analysis could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink system non-dehp t-connector extension set separated and subsequently leaked. The nurse overserved the ¿t-connector hub attached to the PICC line was leaking and had come loose, exposing line¿. The nurse disconnected the PICC line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.